Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose value displayed "high." The customer administered a correction bolus via the pump. Reportedly, the customer was able to restart the sensor session after performing a pump reset.